Event description:
The customer reported that the device failed to power up correctly. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to power up correctly. There was no report of pt involvement. The device was evaluated by a philips field service engineer, and the issue was confirmed. The control pca and power pca were replaced to solve the issue. After the replacement, device passed satisfactorily the tests executed.